Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a bolus stopped alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl. Customer stated that she noticed the alarm when she checked her blood glucose and went to treat with an injection of (B)(4) units. Customer stated that she woke up with high blood glucose. Customer stated that she was able to clear the alarm. Customer stated that the battery cap is not loose. Customer stated that the alarm occurred once. Customer was advised to monitor the pump. Customer mentioned that she had a blank display after getting the bolus stopped alarms. Troubleshooting was performed and customer stated that the display returned. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer stated that she has bad vision and was assisted with programming the time and date.